Event description:
The manufacturer received info alleging a ventilator's display was blank and the device would not start. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "ventilator inoperative" code and a "service required" code were found in the ventilator's downloaded error log. The device blower motor and interface board were replaced to address the issues. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.